Event description:
Additional information later reported after the procedure the patient overdosed. There was no programming error in this case so that is the how they made this determination. The intervention was turning the pump down to minimum rate to let the volume of drug in the catheter 'run out'. They were trying to avoid a bridge bolus because you can¿t do one with a priming bolus. The hcp was a new physician, this was their first case solo after fellowship. The hcp was confident because the clinic where the hcp came from dealt with a lot of pumps and was very comfortable working with them. It was further reported the hcp over primed because they thought when they aspirated the drug out that it also came out of the internal tubing but the hcp was mistaken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was clarified that the patient had been overdosed twice when the pump and catheter were replaced on (B)(6) 2013. Prior to the catheter replacement, the strength of the medication had been pushed up, "and when they ran the medication that was in the old pump through the new pump it overdosed me and I never came out of recovery, I didn't wake up." The second time the patient was overdosed was on (B)(6) 2013 because they thought they "had it all cleaned out, but the doctor was not familiar enough with the device system and did not have a representative there with her, and she thought she had cleaned the catheter out and taken it out of the pump and was not aware of the coral reservoir and started the pump back up and overdosed me again." The patient sustained some brain damage from that overdose. It was clarified that the old medication that was in the old pump was ran through which overdosed the patient. The healthcare provider (hcp) was new to the practice at that time. The patient ended up in the intensive care unit (ICU) and "it was a very bad experience." The patient believed that she got out of the hospital on new years day. Following the pump replacement, the hcp changed the patient's medication to morphine without the patient's knowledge. The hcp told the patient that the pump should be taking care of her pain but the patient told the hcp that it was not, and the baclofen in the pump was not taking care of the spasticity. The hcp was hesitant to do anything; however, on (B)(6) 2014 the hcp changed the morphine back to dilaudid. The patient currently had baclofen and dilaudid in the pump. The pump was not helping with the patient's pain and spasticity, and this began after the pump replacement. When the pump was first implanted after the hcp "got it all cleaned out after the overdose," the hcp put only baclofen in the pump and the patient was given oral dilaudid. The patient had baclofen and morphine when she first had the pump, and her original doctor was the one who changed it to dilaudid. It was confirmed that at the time of all of the problems, the pump delivered baclofen and dilaudid, and then the doctor cleaned it all out, and refilled with baclofen only and the patient was on oral dilaudid, then the hcp added morphine, and currently there was only baclofen and dilaudid as of (B)(6) 2014. Currently the patient was stuck in a "high pain cycle and other problems that go along with that." The patient called the managing hcp and no one called her back. The patient was trying to find a new hcp because her hcp told her that she had opioid syndrome where her brain was telling her that she hurt and that she would not give her any more pain medication. The patient claimed that it was not her brain but her leg, and she had problems with muscular dystrophy and currently her nerve in her left leg and no matter what kind of exercises or stretching she did, it was very painful. The patient had these problems since she started physical therapy right after her 2nd overdose. The patient also had many neurological problems after the 2nd overdose such as vertigo, nystagmus, hearing something in her ears, "eye sight", gait was disturbed and balance was off, weak on one side, lost her ability to hold her urine, developed neuropathy in her hand and feet that she had never had before. Patient outcome was unknown.

Event description:
It was reported that six days post pump and catheter replacement, on (B)(6) 2013, the patient had an overdose. It was felt that maybe the patient was naïve to meds prior to the replacement. The pump was programmed to minimum rate mode on (B)(6) 2013. On (B)(6) 2013, the pump was refilled with lioresal 500 mcg/ml and they aspirated the catheter of drug. The physician then programmed a priming bolus of .4 ml and did not realize post-prime that she had not aspirated the drug from the pump tubing. The patient was overdosed and was in the hospital on a vent. It was noted that the patient had previously been receiving compounded baclofen and dilaudid via the pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).